Event description:
Customer stated that the meter displays an error when they open the slide. Customer also stated that the display seems to be missing segments. A review of the system was conducted over the phone. It was determined that segments were missing in the 100s position of the display. The customer was asked to return that meter for further evaluation and a replacement was provided. The customer was inivited to call 24/7 for further questions/concerns.